Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the received a high voltage shock from the cardiac resynchronization therapy defibrillator (crt-d) for suspected supra ventricular tachycardia (svt). It was noted the pr logic algorithm stopped withholding for the 1:1 svt episdode and there was ventricular tachycardia (vt) onset at the exact same time as atrial activation. The device was reprogrammed with new wavelet templates and the crt-d remains in use. No further patient complications have been reported as a result of this event.